Event description:
It was reported that a home patient (hp) had a system error 2240 (air in set) alarm on a homechoice (hc) machine during fill four of four. The caregiver (cg) stated that they had an alarm in the last therapy but she did not know what it was. The technical service representative (tsr) reviewed the alarm log and found the system error 2240 alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The cg had already ended therapy and the hp had already completed therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.